Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive and observed opening on anterior side assessed as surgical damage. Additional observations: observed non penetrating nick assessed as surgical tool scratch like. Observed creases on the device.

Event description:
Healthcare professional reported right side rupture. Device explanted.